Event description:
It was reported that the during a superion indirect decompression system implant procedure the implant broke after deployment attempt. The broken device was replaced successfully. There were no patient complications noted post-operatively. The broken device was retained by the facility and not returned to bsc.